Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - d1, d3, d4, h6 (type of investigation).

Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss alarm. There was patient involvement reported and no injury or harm reported. The customer reported that the alarm had occurred several times during the shift and requested guidance in case it occurred again. The customer had utilized the help screen and the iab fill key to restart therapy. Esp personnel guided the customer to verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Esp personnel explained the nature of the alarm and based on the information she gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by a sustained tachycardia. The customer was advised to contact esp if the alarm recurred multiple times within an hour so that further troubleshooting could be performed.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital(B)(6). The customer reported that the alarm had occurred several times during the shift and requested guidance in case it occurred again. The customer had utilized the help screen and the iab fill key to restart therapy. Esp personnel guided the customer to verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Esp personnel explained the nature of the alarm and based on the information she gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by a sustained tachycardia. The customer was advised to contact esp if the alarm recurred multiple times within an hour so that further troubleshooting could be performed.